Manufacturer narrative:
Complaint evaluation: an authorized field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and it was determined that the paddles and paddle tray needed to be replaced. Customer resolution and conclusion: upon conclusion of the evaluation, it was determined that this was a malfunction of the paddles and paddle tray. The paddles and paddle tray were both replaced to resolve the reported issue. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the device experienced a discharge failure with the paddles. There was no patient involvement.